Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned device data have been inspected. The activation of the battery status eos was confirmed by the data, which occurred on april 25th, 2025 at 23:18h. Analysis of the shock holter data showed that an amount of 47 charging cycles was performed by the device between 22:10 h and 23:18 h on april 25th, 2025. This fast successive charging of defibrillation shocks caused the eos activation. However, the battery was not depleted. It was reported that the eos battery status was reset in the clinic. The follow-up data after reset revealed the battery status bos and a normal and expected charging time of the high voltage capacitors. Based on this data there is no indication of an ICD malfunction. The charging cycles were caused by intrinsic heart signals. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction.

Event description:
The device battery showed eos after many shocks delivered and battery depleted in less than 2 years. Patient still in hospital. Should additional information be received, this file will be updated.